Event description:
A tracheostomy was performed on my mother. We were told it is a simple procedure. Mom had the surgery and was returned to her room. I told the dr that it's sounded bad, the dr informed me that it was normal, but I could tell by the look on her face that something was wrong. Mom was taken back to surgery and they looked for the problem with no resolve. The dr explained that she didn't know what has happened, but that they would watch her close and that she may be "puffy" later from air. Later that evening, I returned to my mother's hospital room with my aunt, mom's sister, and we were shocked at what we saw... Mom looked like a macy's parade balloon. In our remembrance of that day, his complaints by dr and nurses were about the cuff, failure to seal, and propped the trach up on a washrag. When we saw this recall, we are sure this is what happened to our mom. Please tell us what to do. Sincerely, her children.